Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that after a tka surgery had been performed on 2006, the patient underwent a revision surgery due to pain and instability due to a broken post of the journ art ins bcs std 5-6 rt11 and malrotation of the tibia. The system was replaced with a full exactech. It is unknown current health status of patient.

Manufacturer narrative:
H3, h6:the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the information provided, the reported malrotation finding cannot be ruled out as a contributing factor to the reported dislocations, pain, instability, and broken post with subsequent revision. The patient impact beyond the reported symptoms and revision could not be determined. Without additional clinically relevant information further patient impact could not be assessed. No further clinical/medical assessment can be rendered at this time. A review of complaint history revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. An historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to fit/sizing issue, patient condition and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.